Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97792, lot# n495053, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported that the patient wasn't getting adequate stimulation when the device stopped giving him stimulation. He lost the recharger and didn't charge any longer. When the rep met with the patient, it had been six months since they last charged the implantable neurostimulator (ins). The rep tried to interrogate the ins but they were unable to because the ins was overdischarged. The patient was advised to call and get a new charger and make an appointment with the physician, so the rep could charge the battery. The patient later reported that the rep tried to reprogram them and they were finally getting somewhere but now they want me to get another recharger. The patient was in a lot of pain in the left and right side of their back since they hadn't got the ins to work properly yet. Relevant medical history includes spinal pain. The patient met with the neurosurgeon and rep a week prior and they and of got it working, they were making some progress anyways, and tried to adjust the settings. It was noted that therapy wasn't as helpful as it was during the trial. The patient stated that since implant, they had some issues with it, and it doesn't work, the leads might have been improperly placed but they weren't sure yet. It was further reported that they gave me the wrong medication for anesthesia during the implant, so they couldn't wake me up for fours. When I woke up, I was in a lot of pain, but the rep. And neurosurgeon had left at that point so they couldn't test it to get it in the right spots. All the stimulation was in the right side instead of the left and right sides; it's completely different than the trial, which went well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was currently charging ok. He had high impedance in one of his leads. He currently does not have insurance and plans to wait to do something until he has insurance again. If additional information becomes available, a follow-up report will be submitted.